Manufacturer narrative:
The lens has been requested but has not been received by b+l. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the akreos adapt ao intraocular lens was inserted into the pt's eye. During the insertion of the iol the surgeon noted that the inserter required more pressure than normal in order to push the lens through. When the lens entered the eye, surgeon noted that it was broken. The incision was enlarged to remove the lens and another lens of same model was implanted. There was no pt injury. Please reference MDR# 1119279-2012-00057 for the delivery device.